Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lost due to damage to the channel tube and the plastic distal end cover had discoloration. The adhesive on the bending section rubber was detached. The play of the up/down knob was out of standard value due to wear of the angle wire. The suction volume also did not meet standard value due to damage on the channel tube. The universal cord coating was peeling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a presumable cause could not be provided based on the obtained information. A root cause could not be identified. This issue is addressed in the instructions for use (IFU): the events can be detected and prevented in accordance with the following IFU. The instruction manual instructions evis exera duodenovideoscope olympus tjf type 145 operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual instructions evis exera duodenovideoscope olympus tjf type 145 reprocessing manual chapter 3 cleaning, disinfection and sterilization describes how to prevent for the suggested events. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility returned the olympus asset evis exera duodenovideoscope to the olympus service center. Inspection and testing of the returned device found that the air/water tube and connecting tube had foreign objects. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.